Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/correction. Following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address and contact information device evaluation: ten samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the expiration date is incorrect. It should be 2029-04-30, however all ten packages have expiration date 20-41-27. The condition observed is non-conforming per product specification. Potential root cause for the incorrect expiration date defect is associated with the packaging process. As corrective actions, quality alert will be issued to the plant and re-training will be provided to responsible associates to address this issue. Bd also updated computer program to not allow an incorrect format to be entered. Furthermore, a device history record review was completed for provided lot number 4142788. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 302995, batch# 4142788. It was reported that the syringe 10ml ll s/c 200 label content was incorrect. The following information was provided by the initial reporter: verbatim: there is a discrepancy / printing issue with the syringe expiration date: the case states 2029-04-30 vs. Individual packaging states 20-41-27.